Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured december 3-4, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2000 ml eva tpn bag leaked from one of the ports. The issue was observed while filling during compounding. There was no patient involvement. No additional information is available.